Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor had ruptured after filling. The device was filled with bupivacaine hydrochloride. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: a baxter technician evaluated the sample. The reported condition of "reservoir ruptured" was confirmed by visual examination. This issue is being investigated under CAPA-(B) (4). (B) (4)